Event description:
Pt. Was positioned in prone position with padding to extremities. While performing a percutaneous nephrostomy using fluoroscopy on the libel flarshiem hydrajust 4 table, hot oil began pouring from the c-arm onto the pt and sterile field. Procedure was aborted.